Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00922. It was reported the patient went to the emergency room (ER) for chest pain and was instructed to turn off therapy for 24 hours. The stimulation was turned off and the issue persisted. It was concluded the chest pain is unrelated to abbott products. Stimulation was turned back on after 24 hours. The patient has effective stimulation.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00922.